Event description:
It was reported that lead noise was observed on the rv lead. Normal threshold, sensing and impedance values were observed. Patient has occasional high ventricular rate episodes due to lead noise issue however was otherwise asymptomatic to lead noise. Lead insulation abrasion was suspected by the physician however this was ruled out after lead was connected to the device and lead manipulation was performed. No visual signs of insulation abrasions were observed. Lead was capped on (B)(6) and a new lead was implanted. Patient was stable post-surgery.